Event description:
Patient underwent a thoracic aorta replacement procedure. During the surgery, physician reported that a collagen peel off was observed on the graft. The procedure continued without complications, utilizing the graft as planned. Patient status is unk.

Manufacturer narrative:
No device evaluation was performed since graft remained implanted in patient. A review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. The graft was cut with scissors on its length: the graft was clean cut, no fraying was observed and no collagen particles were generated. No conclusion can be drawn. Note that the product instructions for use, clearly indicates that care should be taken during graft handling to avoid damaging collagen coating.